Manufacturer narrative:
A ge rep evaluated the sys and replaced the cine dr. The sys operates as intended.

Event description:
The customer reported the loss of the first few seconds of several cine runs. There is no report of injury or death associated with this event.